Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The surgeon use the drill bit for the mini anchor when the surgeon makes the knot of the anchor; the anchor leaves the patient's bone. The surgeon relocates the anchor. She impacts and relocates to the anchor with a clamp into the bone. The following additional information was received via email by the affiliate on 08/05/2015; the surgeon used the same anchor and relocated it in the bone with a clamp. The hole of the bone had to be made larger.

Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution (both complaints were reported from the same customer). We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received in the future, this complaint file will be reopened and an evaluation will be performed and documented.

Manufacturer narrative:
The complaint device was received and evaluated. Only the inserter and the drill were received. It was reported that the user was able to use the anchor after it was pulled-out. The inserter was inspected for any anomalies and none were found that would have contributed to the reported failure. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, over tensioning or any difficulty removing the inserter could also reduce the fixation strength in softer bone. No further procedural details were provided that could determine a root cause for the reported failure, but any of the aforementioned factors or a combination of factors could possibly lead to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint from the same affiliate for this lot of devices that were released to distribution. At this point in time, based on the complaint rates, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.